Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained a quarter sized burn to the right thigh which was noticed after the rotator cuff repair procedure when the electrode pad was removed from the patient. The burn was noticed when they removed the drape and the electrode pad from the patient's right thigh. No information is known about the grounding pad. Additional information was requested of the facility and is pending a response. Updated information will be relayed once received.

Manufacturer narrative:
Complaint of functional failure causing patient injury could not be reproduced. Product passed functional testing with no faults or errors. Product also passed functional testing during 6 hour burn-in. Product passed high power output test and was tested using both monopolar and bipolar probes for probe test (cutting sponge). A functional failure did not occur during functional testing or burn-in. All functions perform as expected. No problem found. Cause of burn to patient was probably caused by improper pad placement. Pad used with product was not returned for evaluation. A review of the device history record was performed which confirmed no inconsistencies.